Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This correction report is being submitted to add the impact code f2203 that was inadvertently missed in the initial report.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock from the device. A review of the episode showed oversensing of noise and diminished r-wave amplitudes. The patient reported feeling a shift in the position of the device, to a more posterior position. X-rays were provided to technical services for review. Troubleshooting was performed and noise was able to be reproduced with the valsalva maneuver as well as all isometric maneuvers that apply upper limb force. Technical services recommended additional troubleshooting steps including pocket manipulation to assess if the device is loose and no longer sutured in the pocket. Technical services also discussed performing a new screening to see if moving the device and/or electrode would produce larger r-wave amplitudes. No adverse patient effects were reported. The device and electrode remain implanted and in service.

Manufacturer narrative:
This correction report is being submitted to add the impact code f2203 that was inadvertently missed in the initial report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock from the device. A review of the episode showed oversensing of noise and diminished r-wave amplitudes. The patient reported feeling a shift in the position of the device, to a more posterior position. X-rays were provided to technical services for review. Troubleshooting was performed and noise was able to be reproduced with the valsalva maneuver as well as all isometric maneuvers that apply upper limb force. Technical services recommended additional troubleshooting steps including pocket manipulation to assess if the device is loose and no longer sutured in the pocket. Technical services also discussed performing a new screening to see if moving the device and/or electrode would produce larger r-wave amplitudes. The local sales representative later reported that a new screening was performed, but no surgical intervention was planned at this time as the patient refused to undergo a procedure. The sense vector was reprogrammed to primary. The patient will avoid maneuvers that triggered the noise and will be closely monitored. Surgical intervention will be considered if a new inappropriate shock occurs. No adverse patient effects were reported. The device and electrode remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock from the device. A review of the episode showed oversensing of noise and diminished r-wave amplitudes. The patient reported feeling a shift in the position of the device, to a more posterior position. X-rays were provided to technical services for review. Troubleshooting was performed and noise was able to be reproduced with the valsalva maneuver as well as all isometric maneuvers that apply upper limb force. Technical services recommended additional troubleshooting steps including pocket manipulation to assess if the device is loose and no longer sutured in the pocket. Technical services also discussed performing a new screening to see if moving the device and/or electrode would produce larger r-wave amplitudes. No adverse patient effects were reported. The device and electrode remain implanted and in service.